Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided. The actual complaint product was not returned for evaluation. Root cause could not be determined. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported that the blue microcuff ett [endotracheal tube] adapter was loose. The customer stated the adapter was loose enough to become disconnected during routine movement of the ventilator circuit. No patient injury was reported. Additional information received 03-aug-2021 indicated the patient was a child, but no further details were provided.